Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the lung tissue during a laparoscopic video-assisted thoracoscopic surgery segmentectomy procedure, the surgeon was able to press the green button, but was not able to squeeze the handle and the stapler was not able to fire. They replaced the device with a new reload to complete the procedure. There was no patient injury.